Manufacturer narrative:
One ampere¿ remote control was received for analysis. Visual inspection of the returned remote confirmed no physical damage to any input/output connectors and all labels were found to be intact and legible. Testing of the returned remote confirmed the field reported event citing a non-release of the ablation button following tactile input. Disassembly was performed and the button assembly was blown clean with compressed air and reseated within the housing to resolve the issue. The root cause of this event was isolated to binding of the ablation button¿s inner housing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure it was noted that the ablation button would occasionally not release and had to be pressed several times to stop ablation. The procedure was able to be completed with the reported device and there were no adverse consequences to the patient.